Event description:
No sample/no error message was generated by the summit. No fluid in wells a4 and b8 and low fluid in well a8 during pipetting hiv 1/2 peptide assay. No death or serious injury was associated with this incident.